Event description:
Filter was placed after being diagnosed with venous thrombosis (vt) and pulmonary embolism (pe). Patient is alleging strut perforation, device is tilted and embedded in wall. Patient notes and further alleges "[inferior vena cava] ivc filter injuries: tilt; perforation strut; embedded wall". Per a further evaluation of the patient's ivc filter dated (B)(6) 2018: "there is rightward tilting (approximately [fifteen] 15 degrees) of the ivc filter and the tip of the ivc filter is closely opposed to the right side of the ivc wall which could be embedded in the ivc wall. The struts of the ivc filter extend beyond the margins of the ivc wall with visualized intraperitoneal fat seen between the strut and ivc wall compatible with grade [two] 2 perforation. No surrounding hematoma and there is no evidence of perforation of the surrounding structures." Per the inferior vena cava (ivc) filter placement report dated (B)(6) 2010: "cook celect retrievable ivc filter was placed in the inferior vena cava below the renal veins."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. Patient alleges to have been injured without further explanation. (B)(6).